Event description:
Reporter indicated via a physician's internet website that an unknown number of vns patients had experienced pharyngeal paresthesias, voice alteration, coughing, dyspnea, and vocal cord paralysis which required explant of the vns. The reporter did indicate that the number of patients was a small portion. Attempts for further information were unsuccessful, as the reporter could not recall specifics on the cases, or when the events occurred.